Event description:
A (B)(4) male patient contacted zoll lifecor customer support to report that his battery charger was displaying the battery charger fault light when either battery was seated to charge. The patient was provided with a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (B)(4) is currently underway. The reported problem (battery charger fault light displayed) has not yet been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event result from the defective charger. The patient was provided with a replacement battery charger.